Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. The incident will lead to major delay in the surgery, therefore this complaint is concluded as reportable. This is likely due to a performance under specification. The associated risk is a major delay, therefore upon retrospective review, this complaint was identified as reportable. The complaint is confirmed. All available information has been disclosed. The complaint has now been closed.

Event description:
In (B)(6) the following was discovered: a pump- error 160. The pump problem occurred on (B)(6) at about 1:00 clock pm during a phaco- surgery. Then today, on (B)(6), the error occurred again at 9:30 clock am, during a ppv- operation. Restarting the eva and replacing the cartridge was not helpful. All information has been disclosed.